Manufacturer narrative:
Age at time of event: 18 years and under. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the central artery. Following arterial puncture with a guide wire, a 7.0mmx40mmx80cm sterling" balloon catheter was advanced to dilate the lesion. However, upon first inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc device. No patient complications were reported.